Event description:
Related manufacturing ref: 3008452825-2022-00575. During the atrial fibrillation procedure, air was aspirated from the side port. The introducer was replaced with no resolution. The second introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.